Event description:
Event description cpi received information that this endocardial lead was removed from service. The lead was exhibiting a decrease in impedance and an increase in threshold measurements. The physician elected to cap all the patient's leads at this time.